Event description:
Describe event, problem, or product use error: patient who was participating in investigator-initiated trial (B)(6) presented to (B)(6) emergency department on (B)(6) 2023 with speech difficulties which started approximately one week prior and had progressed. CT was done showing 2.9 cm brain mass and vasogenic edema concerning for metastasis. (B)(6) medicine oncology and neurosurgery were consulted - MRI was done which confirmed vasogenic edema due to suspected brain metastatic disease. Patient was treated with dexamethasone and levetiracetam for seizure prophylaxis. Patient was admitted to (B)(6) hospital on (B)(6) 2023 then transferred to (B)(6) medicine on (B)(6) 2023. Study pi and investigator informed of hospitalization and dsmc report was completed. Per patient and family wishes, stereotactic radiation was chosen, and surgery declined. CT sim was done on (B)(6) 2023 and patient received 5 fractions of radiation treatment with final fraction of stereotactic brain radiation completed on (B)(6) 2023. Keppra was continued for seizure prophylaxis. Pt/ot were consulted, and recommendation was made for skilled nursing facility. Patient and family agreed - social work was consulted. Patient had been participating in clinical trial of consolidative hypo fractionated radiation therapy(hfrt) for boosting residual primary lung cancer in combination with durvalumab after definitive chemoradiation therapy for stage ii nsclc. Patient was receiving durvalumab every 2 weeks starting (B)(6) 2022 with last dose given on (B)(6) 2023. Per investigators, grade 3 ae of brain mass was not related to durvalumab or hfrt. Durvalumab was discontinued with progression of disease. MRI brain on (B)(6) 2023 showed 3.3 cm rim-enhancing mass in the left posterior frontal lobe, consistent with solitary brain parenchymal metastasis. CT head without contrast on (B)(6) 2023 showed 1. No evidence of acute intracranial hemorrhage or mass effect 2. Unchanged cystic/necrotic frontal lobe mass allowing for differences in technique. Unchanged surrounding vasogenic edema and minimal regional mass effect 3. Unchanged white matter hypoattenuation most likely reflecting moderate chronic microvascular ischemic change. This sae is being completed due to hospitalization > 24 hours due to symptoms of brain metastasis. This hospitalization is not due to ae from study product.